Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) the distal cover fell off the duodenovideoscope and into the stomach of the patient. The procedure was completed. Upon follow-up with the customer, it was reported that the patient was returned to the procedure room and an esophagogastroduodenoscopy (egd) was performed to retrieved the distal cover using an egd scope. There was no reported patient injury. This report is related to the following linked patient identifier: (B)(6).